Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal unknown and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following information was reported. On an unreported date, the patient made a mistake/touch contamination further described as the patient contaminated the site by the catheter. On an unknown date, the patient experienced peritonitis which resulted in hospitalization on an unreported date. The cause of the peritonitis was reported as made mistake/touch contamination. The patient was treated with unspecified antibiotics. At the time of this report, the patient remained hospitalized and had not recovered from the event of peritonitis. The outcome for the event of made mistake/ touch contamination and action taken with dianeal therapies were not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). This issue is confirmed because it was reported that there was a breach in aseptic technique as stated by the patient had a touch contamination. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.